Event description:
It was reported that during the procedure, after advancing a non-abbott guide wire through a non-abbott guiding catheter and past an 8-millimeter (mm) heavily calcified, 99% stenosed de novo lesion in the 3mm mildly tortuous proximal left anterior descending coronary artery, pre-dilatation was performed using a 3.0x20 non-abbott balloon dilatation catheter (bdc). While manipulating the non-abbott guide wire in the vessel, the guide wire caused a vessel perforation. After removing a 3.0x19 rx jostent graftmaster covered stent system from its dispenser hoop and protective stent sheath without difficulty, when prepping it outside of the anatomy, the stent graft shifted on the balloon when flushing the guide wire lumen with saline. The jostent graftmaster was not used in the patient. The perforation was sealed via prolonged balloon inflations using a 3.0x20 non-abbott bdc, completing the procedure. There were no reported adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.